Event description:
A (B)(6) year old male patient was admitted for an acutely decompensated chronic cardiomyopathy. An impella 5.5 was placed. Following 6 days of support, the patient developed a hematoma around impella insertion site resolved with manual pressure and continued drainage over the surgical drain still in place. After an off-label prolonged duration of support of 30 days, the patient was successfully bridged to heart transplantation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.